Event description:
It was reported, that the cartridge was damaged at the t:lock/luer lock. Interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was over 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.